Event description:
Pt reported the infusion device has delivered 25.0 units of insulin on several occasions that was not programmed. The 25.0 units are displayed in the infusion device and blood glucose meter history; however, her blood glucose has not been affected. Pt reported she never delivers boluses larger than 17.0 units. One instance was close in time to an infusion set change and another time is occurred twice in the same day. Pt reported this is not due to priming the infusion set. She is concerned her daughter has played with the infusion device, and she feels the infusion device is unsafe. The infusion device and blood glucose meter were requested for evaluation. No physiological effects were reported, and she did not require assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications. The bluetooth functions of the pump was tested on the diagnostic test system and meets the specifications.